Event description:
It was reported that during a planned ptca/stent procedure that the stent would not pass. The entire system prolapsed outside the circumflex and the guide wire tip separated. The pt required surgery to remove the guide wire tip.